Event description:
Patient called alleging that the test strips were damaged. They mentioned that there was a strip from the vial that was hard to insert into the meter. Patient also reported blood glucose results of 118mg/dl and 568mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on the information provided, this case is being reported as a strip malfunction. Patient does not have subject vial anymore. Customer service sent patient a new vial of control solution and literature on accuracy.